Event description:
On (B)(6) 2012, coroner's assistant reported the patient died due to ketoacidosis. Upon follow up with the coroner on (B)(6) 2012, he stated that the patient was found in her apartment on (B)(6) 2012 and had died on (B)(6) 2012. Her blood glucose had been elevated to 23 mmol/l (414 mg/dl) for the past month prior to death. On the day the patient died, she had given herself 3 boluses through the infusion device, but the coroner was unable to determine how much insulin was programmed and if the boluses had been delivered. The patient's blood glucose measured 31 mmol/l (558 mg/dl) after death and her ketone level measured 46mg per 100ml. Her target blood glucose range should have been 4-7 mmol/l (72-126 mg/dl). The infusion device and blood glucose monitor were requested to be returned for evaluation.

Manufacturer narrative:
The device was received for evaluation on (B)(4) 2013. The delivery accuracy of the insulin pump was tested on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device caused or contributed to the death of the patient. The history analysis showed the date and time were not set correctly on the infusion device or blood glucose meter. The code key lot number returned in the meter does not match the returned strips lot number. As indicated, the patient was using the strips and code key incorrectly. No power or display defects were observed with the meter. The returned meter was connected to a retention insulin pump using bluetooth communication, and the communication is acceptable. The functional performance of the returned meter with respect to high results and insulin delivery were found to be acceptable. The returned cartridge meets specifications, and the infusion set was occluded in front of the connection needle.